Event description:
It was reported that the patient presented in the hospital for a magnetic resonance imaging procedure. The device was placed in MRI mode, and after the MRI, it was noted that the patient was in backup vvi. The device was restored, and the patient did not experience any symptoms. The patient will continue with regular follow-up.